Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an intended device replacement procedure initial interrogation revealed normal measurements. A 41 joule shock was delivered and this device and right ventricular lead displayed low out of range impedance measurements. In addition, both high and low out of range shock impedance measurements were reported. Prior to the shock this lead displayed normal impedance measurements. The procedure was delayed. It was unknown whether the reported observations were due to a device or lead issue. No adverse patient effects were reported. Two days later, a replacement procedure was performed. This device was removed and replaced. The associated right ventricular lead was surgically abandoned and replaced. Post procedure, normal measurements were obtained with the replacement system. No return of this product is intended.